Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of inappropriate automated mode switch (ams) due to far-field r-wave oversensing. Reprogramming is anticipated, but no intervention has occurred yet. The patient was stable with no consequences.